Manufacturer narrative:
The returned leads were analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that during a lead pull procedure, the patients trial lead broke. An x-ray was done immediately after and revealed that the lead was low and the end was superficial. All leads and lead contacts were removed from the patients body. The explanted leads will be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7089923.

Event description:
It was reported that during a lead pull procedure, the patients trial lead broke. An x-ray was done immediately after and revealed that the lead was low and the end was superficial. All leads and lead contacts were removed from the patients body. The explanted leads will be returned.